Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be due to the observed torn silicone valve in the clip introducer. However, a cause for the tear cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, a slight drop in the water level in the steerable guide catheter(sgc) column was observed while inserting clip delivery system into sgc. A further drop in the water level was observed when the patient was placed in a straddle position in the left atrium. The clip and sgc were replaced with another devices to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.